Manufacturer narrative:
A new system was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular defibrillation lead was explanted due to suspected insulation damage because of subclavian crush. It was reported that the lead was implanted through the costal-clavicular ligament. Pacing lead impedance measurements fluctuated between less than 200 ohms and greater than 2000 ohms. Additionally, noise was observed on the ventricular channel was observed that led to inappropriate shocks.